Event description:
The reporter indicated a system diagnostics test resulted in high lead impedance, indicating a possible lead malfunction. The reporter indicated that a fall from a seizure "could possibly have caused trauma to the device". The reporter also indicated the patient had an increase in seizures but not above pre-vns baseline. The reporter has referred the patient for revision surgery. Good faith attempts will be made for product return once the device is explanted.

Manufacturer narrative:
Manufacturer reviewed x-rays. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.